Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "appendicitis", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient was injected with skinvive¿ by juvéderm® on the cheeks. Approximately 4 months later, the patient started experiencing a delayed inflammatory reaction and bumps on their cheeks. The patient used cortisone cream and took allergy pills as treatment. The symptoms are ongoing. Additionally, the healthcare professional reported that the hcp started noticing white bumps that are not painful. The patient stated that it started out on the right cheeks and then appeared on the left cheek. The patient stated that the bumps on the left cheek are more prominent. The patient stated that they saw a dermatologist who recommended using cortisone cream and benadryl. The patient has been using benadryl for 4-5 days in the morning and in the night. The patient wanted to know how long the bumps would last and if there is anything that can be done to help them go away. The hcp reported that the patient was injected with 1 syringe of skinvive¿ by juvéderm® in the r & l cheeks. The patient reported that 1 month ago they noticed red bumps on their cheeks, no pustules, no itching/pruritus there were 4-6 bumps on each side. The patient was prescribed hyelenex intra-dermal injections. The patient had non-device related appendicitis and had to have it surgically removed.